Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that ems took them to the ER on (B)(6) 2017 due to a low blood glucose in the 40 mg/dl range. The customer was convulsing. They were treated with glucagon gel. The customer was not wearing the insulin pump at the time of hospitalization; they were disconnected for less than 48 hours prior to the hospitalization. During troubleshooting for the low blood glucose, no insulin pump malfunctions were noted. However, the basal rates were programmed incorrectly. The insulin pump was not returned for analysis.